Event description:
During index procedure the physician used four in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa and popliteal of the left leg. Devices were successful. Approximately 18 months post index procedure in-stent occlusion of l sfa was confirmed. Conservative treatment was applied. The patient underwent fp3 left bypass approximately 26.5 months post index procedure. The event is reported to be resolved. Investigator indicated that the reported event was remotely related to the device, procedure and paclitaxel.

Manufacturer narrative:
The cec adjudicated that the reported event was related to the device, not related to the procedure and not related to the paclitaxel.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.